Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 51-114140 taperloc femoral stem 6278701; 010000937 g7 acetabular liner, 6358739; 010000667, g7 acetabular shell, 3124081; 010000999, g7 screw, 6301015; 650-0662, delta ceramic head, 2016120783. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital discarded the explants. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11343 ; 0001825034-2018-11357.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to acetabular loosening approximately 23 days post implantation. No additional patient consequences were reported. Attempts have been made and no further information has been provided.